Event description:
It is reported that the surgeon went to put wedge on to the tibial tray and the screws would not engage in the tibial tray. Another wedge was opened and the screws that were in that package engaged immediately. This report was received in 2008. The product for this event was received the following month. The investigation of this event was conducted three weeks later. On this date it was noted that incorrect screws were packaged with this product.

Manufacturer narrative:
This report will be amended when our investigation is complete.